Manufacturer narrative:
Additional narrative: investigation summary: investigation site: cq zuchwil, selected flow: damage. Visual inspection: the visual inspection of the va locking screw has shown traces of use. The stardrive recess of the head has some heavy marks and dents visible. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. Summary: the complaint is rated as unconfirmed for this va locking screw because the screw tip is not broken as reported. However after investigation to the marks and dent at the stardrive recess visible is rated as confirmed for this va locking screw. We can only assume, that this damage can be traced during insertion. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the va locking screw. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 04.210.116s lot: 6l65326 manufacturing site: selzach supplier: release to warehouse date: 31 jan 2020 expiry date: 01 jan 2030 since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.210.116 lot number: 35p3029 manufacturing site: monument release to warehouse date: jan 17, 2020 manufacturing location: monument manufacturing date: jan 06, 2020 part number: 04.210.116, 2.4mm ti va locking screw stardrive 16mm lot number: 35p3029 (non-sterile) lot quantity: 218 production order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft thread / head thread / flute, ns069869 rev e met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: pat number: 04.211.016.999, 2.8mm ti screw blank 16mm 02.7 variable angle w/sd8 lot number: 17p2484 lot quantity: 940 production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072130 rev c met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: h731279 lot quantity: 887 lbs. Certified test report supplied by perryman company dated aug 29, 2018 was reviewed and determined to be conforming. Lot summary report dated sep 06, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria device history review apr 24, 2020: DHR reviewed this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent an unknown surgery on (B)(6) 2020. During the surgery, at the time of insertion of the screw, the surgeon noticed that the tip of the screw was broken. The surgery was successfully completed without delay. The patient outcome was stable. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1). This complaint involves (1) device. This is report 1 of 1 for (B)(4).